Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that she became unconscious because of the bad reading from the cgm. Patient stated that her blood glucose (bg) meter showed she was at 29mg/dl and the cgm displayed a value of 72mg/dl. Patient was unconscious for 10 minutes. Patient's daughter administered a glucose 1 shot to the patient. No hospital or ambulance was called for the event. At the time of contact, the patient was in good condition and was stable. Additional event or patient information was not provided.